Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where he did not remove the blue needle guard on (B)(6) 2024. Event occurred within 3 hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.